Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. Visual and functional evaluation for strength were performed and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gastrectomy on an unknown date and suture was used. The patient experienced a wound dehiscence. It was reported that re-operation was not performed but the wound was fixed. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: actual sample was returned for evaluation. Visual inspection was performed. The returned used suture had two ends both of which appeared mangled during cutting. Damage consistent with surgical instrumentation was found a few centimeters from the mangled ends. No other damage or defects were observed.